Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure the user reported an fd cooling unit error and no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was identified to be improper workmanship during installation. The service engineer (cse) checked the log files and found that the system reported errors due to a too high temperature of the flat panel detector (fd). If the reported temperature doesn't reach the allowed range within 30 minutes, the system will power off the fd automatically. The user is warned by a message "no xray available in 30 min" and a countdown starts. The user is informed about the shutdown every minute. In the present case the reported temperature did not recover after 30 min leading to a shutdown of the fd. Due to this the system prohibited further x-ray release. The cse checked the system and found that the cable to the temperature sensor was loose at connector x20 atop the fd, causing the reported signal from the temperature sensor to be incorrect. According to the technical documentation, the connector x20 has a locking mechanism via screws. It is assumed that the connector was not fixed properly during installation of the system and therefore became loose over time. After reseating the connector x20, the system recovered. No systematic issue in the field was identified and no further corrective action in the installed base in required based on the present event.